Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2000. Subsequently, patient underwent thirteen operations, nine dislocations, a drill bit left in patient for over a year, fractured "eires", permanent disability, blood serum levels of cobalt chromium and titanium above 3000 nmol/l for over eight years. Patient underwent three operations to remove components due to becoming septic. All bone and tissue surrounding the implants were destroyed. No further information has been provided.